Event description:
The event is reported as: complaint alleges that the hudson rci bitegard bite block becomes separated from the white handle. Complaint alleges that the respiratory therapist had to retrieve the green portion from the back of the patient's throat. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.